Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H6: investigation conclusion: "cause linked to device but unable to trace more specifically." Review of the most recent repair quote determined the comb needs to be replaced. The repair has not been completed as it is still waiting on customer approval. Device has not been returned for regular pm. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb was bent and damaged, the event occurred after surgery. There was no adverse event reported as a result of this malfunction.